Event description:
The consumer says she was using her old invacare storm ranger chair while she was waiting for repairs on her new one. She claims that the joystick got stuck, the chair flew forward, ran into something. She fell out and broke her leg

Event description:
It was reported the powered wheelchair joystick knob had fallen off and was lost. Despite the missing piece, the end user continued to utilize the powered wheelchair. While attempting to drive the wheelchair, the joystick became stuck in the accelerate position momentarily. The chair jerked forward and the patient fell to the ground. The patient reportedly sustained a fracture to her leg. Details regarding the type, extent and treatment of the patient's injury were not provided.

Manufacturer narrative:
Additional information: the patient reported her powered wheelchair was of the invacare storm ranger series. Unfortunately, the patient was unable to provide a model and/or serial number for the reported device.